Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the implant had never been effective for them. It was noted the consumer¿s issues began before implant in 2002 and they had two back operations, then the implant, but it was still hurting and they couldn¿t get an MRI. The consumer wanted to know if the doctor who implanted the device had to be the one to explant it.

Event description:
Additional information was received from a consumer. The patient was wondering about insurance coverage to have the implantable neurostimulator removed. It was noted that the patient was looking for another doctor. It was reported that the patient had pain and the spinal cord stimulation had still never helped with the pain.

Event description:
It was reported that the patient never had therapeutic effect. It never really helped with the patient's pain since time of implant. It was okay if he didn't do anything, but as soon as he started to walk it went back to square 1. He had tried going in for reprogramming several times and it had not helped. Follow up information received reported that the patient still had concerns with their device therapy but had not sought further help. Additional information was received indicating that the stimulator was not working so the MRI was to check their back to find what was causing all the pain when the patient walked. The patient never had therapeutic effect. The therapy had never helped with their pain. They did not think the trial was very successful but did not really know what it was supposed to feel like. The patient had pain when they walk and they were not very active during trial. The patient still had pain and therapy never really worked. If additional information is received, a follow-up report will be sent.